Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 assay on a cobas 8000 e 801 module. It is not known which specific ft4 reagent was used by the customer. The results from the e 801 analyzer were reported outside of the laboratory to the doctor. This medwatch will apply to the ft3 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 assay. The sample was tested twice on the e 801 analyzer, resulting in ft3 values of 9.79 pg/ml and 9.71 pg/ml (reference range = 2.50 - 4.30 pg/ml). The sample was repeated on an abbott system, resulting in a ft3 value of 2.50 pg/ml (reference range = 1.88 - 3.18 pg/ml). The sample was tested twice on the e 801 analyzer, resulting in ft4 values of 2.75 ng/dl and 2.69 ng/dl (reference range = 0.93 - 1.70 ng/dl). The sample was repeated on an abbott system, resulting in a ft4 value of 1.35 ng/dl (reference range = 0.70 - 1.48 ng/dl). The serial number of the customer's e 801 analyzer is (B)(4).

Manufacturer narrative:
The patient was taking the following medications on (B)(6) 2020: vitamin d2 capsule (calciferol), alprazolam tablet (xanax), chalktab (calcium carbonate), madiplot tablet (manidipine), prenolol tablet (atenolol), prolia injection (denosumab), livalo tablet (pitavastatin), and ezetrol tablet (ezetimibe). The patient was taking the following medications on (B)(6) 2021: salazopyrin (sulfasalazine), bamolin tablet (paracetamol + "orphenadrin"), methotrexate tablet, folic acid tablet, vitamin b complex tablet, multivitamin tablet. The patient was taking the following medications on (B)(6) 2021: bisoprolol tablet, enalapril tablet (anapril), furosemide tablet (furetic/impugan, lasix), orfarin tablets (warfarin). The investigation determined samples from the patient contain an interfering factor against a component of the ft3 assay, however, the exact identity of the interfering substance cannot be identified. Medwatch field d10. Has been updated.

Manufacturer narrative:
The patient sample was provided for investigation. Initial investigations determined the sample contains an interfering factor against a component of the ft3 assay. Further investigations of the sample determined that it does not contain an interfering factor against the streptavidin component, ruthenium label, or the ft3 antibody/idiotype used in the ft3 reagent. The investigation is currently ongoing.